Manufacturer narrative:
A device history record review was completed for provided material number 300637 and lot number 231013. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. Although a sample was noted as being returned, we were unable to locate the sample. We apologize for the inconvenience. If the sample is found, a thorough analysis will be performed. At this time, twenty (20) retained samples from the provided lot number were obtained from the manufacturing facility for review. The retained samples were used to puncture a laboratory vial and no issues were identified. After puncture the needles were microscopically examined and no particles from vial stopper fragmentation were identified and all needle bevels were well formed. Based on the provided feedback, we understand an issue of needle coring took place. Taking into account the preventive measures and controls in place during the manufacturing process, it is unlikely that the coring was caused by poor or insufficient de-burring of the cannula. The vial stopper and the technique used to penetrate the vial may have had an implication in this event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
The problem occurred during the preparation of the product. The only time of use of the needle, the traocart is not used for administration.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles has foreign matter possibly needle coring. The following information was provided by the initial reporter, translated from french to english: when I was sampling an antibiotic (tazo), I noticed that the white trocar was passing through the antibiotic's grey cover, but was depositing a small piece of it in the antibiotic. When the trocar was removed, there was indeed a hole. I had already noticed this on friday, wondering about the nature of the foreign element with the daptomycin this time. Talking to my colleagues, they noticed this problem too.